Event description:
Approx four weeks post=application, while the pt was cleaning the pin sites and changing the dressing, he noticed that a portion of the c-clamp was moving. The md replaced the unit in his office. There was no injury to the pt.